Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The luer plate was dislodged from the chassis and pushed back past the chassis. A section of the chassis inner wall feature that holds luer plate was broken off. The wall feature likely broke due to improper cleaning. Additionally, the inner chassi wall was broken due to the dislodged luer plate. Failure analysis concluded the damage was likely due to mishandling / misuse. Additional observation not reported was an indentation at the edge of the distal pulley. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also noted. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damages may be due to mishandling / misuse. No other damage was found the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cautery post got pushed in on a maryland bipolar forceps instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.